Event description:
Per bio-libra study, discovered on (B)(6) 2922 that patient presented to outlying hospital on (B)(6) 2022 with abdominal discomfort, nausea and vomiting. Initially diagnosed with sepsis and gastric outlet syndrome. During hospitalization underwent a tee that showed ef of 35 percent and large mass attached to the atrial side of the tricuspid valve, suggestive of large vegetation very close to pacemaker lead. Underwent aspiration of large tricuspid vegetations and lead vegetations. Currently admitted for mssa bacteremia with tricuspid endocarditis and awaiting transfer to another facility for ICD removal. Should additional information become available, this file will be updated.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.